Event description:
Ous MDR - after an implantation period of about 58 months, oversensing was reported. A possible lead defect was suspected. The lead was capped and left in the patient. No adverse patient side effects have been reported.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The received data were carefully analysed. The available iegms confirmed the presence of synchronous artefacts in the ff and rv channels, which led to the detection of a vf episode. No shocks were delivered. The low r waves mentioned in the complaint description were also confirmed upon inspection. These observations suggest the presence of a potential insulation damage on the lead. In spite of the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. The inspection of the x-ray images revealed that the ICD lays relatively low in the patient's body. Based on the available images, a lead-to-lead interaction cannot be excluded. However, no further conclusions can be obtained from the available images. Should additional information or the device itself become available for analysis, this investigation will be updated.